Manufacturer narrative:
(B)(4).

Event description:
It was reported that a flipped pump occurred. A surgical intervention was required. The pump needed to be re-secured and a large seroma had developed at the pump pocket. The healthcare provider (hcp) suspected a possible catheter break, which was confirmed when he observed the catheter during surgery. The catheter broke below the connector pin in the proximal end. It was determined that the fluid was not a seroma, but was drug in the pump pocket. The catheter was repaired. Cerebrospinal fluid (csf) flow from the spinal segment was confirmed. The pump segment and connector were also replaced. The device system was used to deliver prialt. Troubleshooting/diagnostics, patient symptoms, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that no patient symptoms were indicated except for swelling. The patient still reported having help with her pain. The cause of the pump movement was unknown. It was unknown if the drug in the pump pocket was due to the pump positioning issue. Prior to the revision, the doctor ordered a "scst" can. He was able to visualize that the catheter was still in the intrathecal space. To the reporter's knowledge, the patient was doing well; there was no communication otherwise.

Event description:
The patient status at the time of this report was indicated to be ¿alive-no injury¿.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).